Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead impedance out of range measurement was due to the reversal procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a procedure to reverse the pacing leads in the implantable pulse generator (ipg) header. It was also reported that there was an right atrial (ra) lead out of range lead impedance measurement during the reversal procedure. Ra lead impedance returned to normal after reversal procedure. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.